Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. Conclusion: the head was returned with the proximal end of stem neck still locked into the taper junction. The device is approximately 1.2in long from top of the head to the fracture surface. Damage consistent with the explantation process was observed on articulating surface of the head. No other remarkable features were present on the head. Medical review by a clinician indicated suboptimal cup position in low inclination with a recessed lower cup rim in a hip with dysplastic characteristics has contributed to bony impingement with fatigue build-up over time until ultimately a fatigue fracture occurred after 20-years requiring revision surgery.based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Customer reported that a revision surgery took place for a broken exeter stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported that a revision surgery took place for a broken exeter stem.